Event description:
The hospital reported that during endoscopic vein harvesting procedure, the c-ring broke inside pt's leg while cauterization and cutting of the vein. The c-ring was retrieved without additional complication to the pt.